Event description:
Additional information was received on (B)(6), 2011 when it was discovered that the vns patient had a battery replacement surgery that day. Attempts for return of the explanted product to the manufacturer for product analysis will be made.

Event description:
It was reported by the physician that the pt had suicidal ideations on (B)(6) 2011. According to the physician, the ideation was due to the pt's brother-in-law passing away suddenly, which triggered the depression. The physician stated the relationship was possible, but not likely. The pt's current settings were given, and the pt was being referred for a prophylactic replacement. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2011 when it was discovered that the explanted generator had been discarded by the hospital.